Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv coil impedance spiked to 254 ohms up from a trend that had been in the 40-45 ohms range. On (B)(6) 2015, svc coil impedance spiked to 254 ohms up from a trend that had been in the 40-45 ohms range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, and fracture. The rv lead was partially e xtracted, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.